Event description:
It was reported that the patient experienced a shocking or jolting sensation through the body, from the pelvic area downward. The patient stated that the stimulation "kept stopping." The patient was in "so much pain" that the stimulation was increased to a point where an out of range (oor) message was received. The symptoms began following a car accident that the patient was involved in, on (B)(6) 2010. No further details or patient outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).